Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the effluent pre pump line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during "pre-charging" using a prismaflex m set, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.